Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. The safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in pt populations of morbidly obese pts. Additional device implanted: (B) (4)/pxl161207.

Event description:
On (B) (6), 2008, the pt was implanted with two gore excluder aaa endoprostheses to repair a 5.9cm abdominal aortic aneurysm. On (B) (6), 2008, the pt had a follow-up computed tomography which revealed the aneurysm at 5.1 cm with a persistent type ii endoleak. On (B) (6), 2009, the pt had a follow-up computed tomography which revealed the aneurysm at 5.4cm with a persistent type ii endoleak. On (B) (6), 2010, the pt underwent coil embolization of the type ii endoleak, with the aneurysm measuring 6cm. The endoleak was resolved and the pt tolerated the procedure.